Manufacturer narrative:
(B)(4). Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor does not recognize ECG signal) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to pca connectors, j1000, j1002aa and j1003aa. Oxidation build-up on the connectors increased the resistance, causing the test failure. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to recognize an ECG signal